Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) on (B)(6) 2018 regarding a patient receiving fentanyl and unknown baclofen (both at 250mcg/ml and 127.03mcg/day) via an implanted infusion pump. The indication for use was non-malignant pain. It was reported that the patient has continued to complain of nausea after a pump replacement on (B)(6) 2017. The patient had the same dosing programmed in flex infusion mode. Half the day (12hr) the dose was a little higher and the other half day the dose was a little less. It was noted that the programming looked different based on the way they programmed the steps. There were two steps and each was 12 hours long. It was noted that the basal rate was not being used, but the total dose was the same as what the patient was receiving prior to replacement. It was unknown if the change in therapy/symptoms was gradual or sudden. No further complications were reported or anticipated. Additional information was received on (B)(6) 2018, indicating that the patient was hospitalized for a few days and given intravenous hydration. He gradually improved over "the next few days." The reported nausea after implant was resolved. The cause of the reported nausea after implant was unknown, since there had be no change in the patient's pump medications or infusion rate. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.